Event description:
It was reported hypotension occurred when the pt used a specific scs program. The hypotension would resolve upon turning the scs system off or changing the program. The pt's scs system was reprogrammed by a sjm representative. At this time it is unk whether or not reprogramming resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.